Manufacturer narrative:
Report source: other: (B)(6) incident report reference no. (B)(4). (B)(4). The device was implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo device was implanted into the patient during a procedure performed on (B)(6) 2011. On (B)(6) 2017, the patient started to experience injuries including unable to stand and walk more than 30 minutes, excruciating pain in the groin and hip. The patient was also unable to go to work and had to file a leave.